Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The hole that catches the seat to lock it has become out of round and will not lock the seat in place.